Manufacturer narrative:
The device was inspected by olympus. There was slight water immersion in the video connector; when the video connector was dried, e315 disappeared. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the colonovideoscope displayed error code e315. The malfunction occurred during preparation for use of an unspecified diagnostic procedure. The user finished the procedure with another device and it was not delayed more than 15 minutes. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due the user's handling of the device, as follows: ·the connector cap of leakage tester was attached to venting connector of the device while water adhered to these components. ·the connector cap of leakage tester was attached/detached to venting connector of the device under water. Due to the above, water was presumed to have invaded the scope connector, electrical components were broken, and the error message was displayed. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.